Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28mm mitral annuloplasty ring, transesophageal echocardiogram (tee) revealed mild residual regurgitation. The ring was explanted and replaced with a 27mm mechanical valve. No additional adverse patient effects were reported.